Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/18/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. Data was provided for evaluation. The complaint confirmation could not be confirmed, as the investigation window did not reflect the alleged device or alleged issue. A root cause could not be determined.